Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure using an affera device, the patient experienced ventricular fibrillation (vf) during the case. A signal acquisition communication failure occurred early in the case, which was addressed by rebooting. The procedure involved finishing pulmonary vein isolation (pvi) with pulsed field (pf) energy and applying radiofrequency (rf) energy anterior to the right before pulling back to perform cavotricuspid isthmus (cti) ablation. A cti lesion on the valve induced ventricular fibrillation, which lasted 1-2 minutes and required shock therapy to restore sinus rhythm. Ventricular fibrillation was induced again during a second attempt, after which the patient returned to sinus rhythm. The cti line was completed after pulling back, and therapies on the implantable cardioverter defibrillator (ICD) were disabled. Significant noise was noted on two specific lesions that induced ventricular fibrillation, and rf-anterior energy was used on the cti when ventricular fibrillation was induced. The case was completed, and further lesions were uneventful. No further patient complications have been reported as a result of this event.